Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch verioiq meter read inaccurately high compared to another meter. The complaint was classified based on the customer service representative (csr) documentation. The patient alleged that his meter read inaccurately on (B)(6) 2015, when he obtained a blood glucose result with the subject meter of ¿10.8 mmol/l¿. The patient manages his diabetes with insulin (self-adjuster). He denied making any changes to his usual diabetes management regimen as a result of obtaining the alleged inaccurate reading. He alleged, at 1:40 am on (B)(6) 2015, two hours after obtaining the alleged result, he experienced ¿a hypo¿ and reported that he obtained a blood glucose result of ¿2.1 mmol/l¿ on another (unspecified) meter. He reported that he consumed glucose gel to treat his symptoms. The patient also reported that prior to contacting lfs, he did a test to compare the results on the subject meter with those on his older onetouch verioiq meter. He reported results of ¿5.6 mmol/l¿ with the new meter and ¿3.4 mmol/l¿ on the older meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference between these results falls outside lfs¿ criteria for accuracy. At the time of troubleshooting, the csr noted that the subject meter was set to the correct unit of measure and the patient had used an approved sample site and the correct testing steps. His test strips had been stored correctly and the test strip vial was not cracked or broken. However, the patient did not have control solution available to test the meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained an inaccurate high reading on the subject meter, administered medication based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 - device evaluation: the lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. Additionally, a device history record (DHR) was done on the subject meter lot, which was found to have deviation. The planned deviation is in relation to a supplier change notification that has no adverse impact on the product performance or function. The test strips passed all testing with no faults found. The reported issue could not be confirmed. Additionally, the retain test strips passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.